Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated pacing capture threshold in the rv (right ventricle) was elevated.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product: sesr01 implantable pulse generator (B)(6) 2013. (B)(4).

Event description:
It was reported that the patient had a cardiac perforation from when the right ventricular (rv) lead was originally implant and therv lead had high thresholds. When the device was interrogated in preparation for the rv lead revision, it was seen after putting the wand over the device that were was approximately eight seconds of asystole observed. During the pause the monitor strips showed the device was putting out energy, but it was questioned how much since there was no capture. The device and rv lead were both explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.